Manufacturer narrative:
During visual and 10 x magnification inspection of the returned screw and based on dimensional inspection, the iunihg was not consistent with its drawing, but it was rather consistent with iuniht. Also an x-ray was provided by the dentist . The abutment screw was fractured. The complaint was confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Date received by manufacturer, added follow up type, device evaluated by manufacturer: change ¿no¿ to ¿yes¿, add event problem codes, add evaluation codes. Correction: changed brand name, changed catalog number.

Event description:
The dentist reported that abutment screw fractured. Restoration was placed on (B)(6) 2016. Tooth (B)(6) location. Implant still implanted.